Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, not pressing stop before disconnecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) device during dwell 5 of 5, while the hp was connected. During troubleshooting, the home patient (hp) stated that they had forgotten to press stop before disconnecting. The hp then reconnected to the setup. The technical service representative (tsr) assisted the hp in clearing the alarm. The tsr reviewed proper procedures with the hp. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.